Manufacturer narrative:
Based on the current information provided, the cause of the operative complication as referenced in the clinical journal cannot be determined. There is no RMA associated with this complaint. Also, there is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure due to event date was unknown. Refer to the record with patient identifier 341053 for the other injury case in the journal article. No image or video clips for the reported event were submitted by the customer for review. This complaint is considered a reportable event due to the following conclusion: on 02-jun-2021, intuitive surgical, inc. (Isi) became aware of a video-assisted thoracic surgery article titled, ¿minimally-invasive segmentectomy for pulmonary tuberculosis: single center experience¿ (kudriashov, g., mortada, m., et al., 2020). Within the journal article, an operative complication involving a da vinci surgical procedure was noted. "Two patients (20%) were undergoing conversion to a thoracotomy due to the bleeding (single case of endoscopic stapler breakdown during apicoposterior right segmentectomy, blood loss was 1,200 ml (pr341053)) and injury of the segmental bronchus (apicoposterior left segmentectomy in patient with bronchi nodular fistula). Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
On (B)(6) 2021, intuitive surgical, inc. (Isi) became aware of a video-assisted thoracic surgery article titled, ¿minimally-invasive segmentectomy for pulmonary tuberculosis: single center experience¿ (kudriashov, g., mortada, m., et al., 2020). Within the journal article, an operative complication involving a da vinci surgical procedure was noted. "Two patients (20%) were undergoing conversion to a thoracotomy due to the bleeding (single case of endoscopic stapler breakdown during apicoposterior right segmentectomy, blood loss was 1,200 ml (pr341053)) and injury of the segmental bronchus (apicoposterior left segmentectomy in patient with bronchi nodular fistula). Intuitive surgical, inc. (Isi) followed up with the correspondent author and obtained the following information: the issue occurred with the endoscopic (laparoscopic) stapler. It was confirmed that there was no allegation that a malfunction of a da vinci system, instrument or an accessory occurring as well as no allegation that a malfunction of a da vinci system, an instrument, or an accessory caused or contributed to the reported operative complications.